Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient had low blood glucose levels and hospitalized for sever times. It was also reported that the patient first went to emergency room (ER) and subsequently got hospitalized for overnight on (B)(6) 2025 and stayed in hospital for less than 24 hours and the reason for hospitalization was due to low blood glucose levels. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record (B)(4) on (B)(6) 2025. Device history record (DHR) review: the lot 5407394 was manufactured according to the work instruction (wi) version 73 on (B)(6) 2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on (B)(6) 2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 5407394 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.